Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. The patient reported that they were brought to the emergency room on (B)(6) 2022 to receive treatment for diabetic ketoacidosis. They stated they were barely conscious and severely dehydrated most of the time. They were provided an IV to treat the dehydration after moving them to intensive care unit (ICU) and then was provided another IV of insulin. At the time of the report, the patient's blood sugar was in normal range. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specification no additional patient or event information is available.